Manufacturer narrative:
Correction to aware date for 1723170-2013-00787 follow up #1.

Manufacturer narrative:
Device mfg date now provided. Usage technique to achieve optimal accuracy was discussed with the surgeon. No further subsequent issues reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy when rotating the tactile awl. No specific measurement, or details, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. Medtronic navigation representative, following-up at the site, reported changing behavior setting to: crosshairs move, from the setting: crosshairs stationary, which corrected the reported issue. Suspect device is not expected to be returned to manufacturer for evaluation. Part not returned.